Event description:
It was reported that an alert/notification settings issue occurred. The patient stated that on 12/21/2022, they were driving home from work and had low blood sugar. He became disoriented and the next thing he knew, he had been involved in a motor vehicle accident. He reported that the cgm receiver did not alert for his low blood sugar. The patient could not recall what their blood sugar value was when paramedics checked as he was unconscious the whole time of the event. The patient was taken to the hospital and had a total body scan done. He went home the same night and stated that he was not provided any medication during the event. At the time of the report, the patient was in stable condition. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).